Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness approximately two days post implant. It was noted the implantable pulse generator (ipg) was "malfunctioning" and a "screw was loose". The ipg remains in use. It was further reported that the right atrial (ra) lead had dislodged. A ra lead revision was scheduled. The ra lead remains in use. No further patient complications have been reported as a result of this event.